Manufacturer narrative:
(B)(4). Devices egia60amt (two) have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a wedge resection, the device stopped firing in the middle of the first firing. After releasing the jaws normally, new reload was opened to continue; however, the jaws did not open upon the open/close test the three indicator lights illuminated at that time, but sulu did not detach from the adapter. A manual handle was used to complete the procedure. It is unknown if reinforcement material was used. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two reloads opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual examination of the reloads noted they were partially fired to the 5 cm cut line and engaged in interlock with the jaws open. Functionally, the reload was loaded into a pmv representative instrument (idrive ultra powered handle 1) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlocks were overridden and the reloads were then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Replication of the partial fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.